Event description:
Information was received indicating that a smiths medical medfusion pump system failure primary audible alarm. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device analysis: one smiths medical medfusion pump was returned for analysis with deep scratch on the keypad. Event log history was performed and indicated that primary audible alarm post error was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker for preventive measure, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.